Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that approximately 16 days post an unspecified coronary artery stenting procedure with a xience stent, the patient expired, cause of death reported as coronary artery disease. No additional event or patient information is available.

Manufacturer narrative:
.